Manufacturer narrative:
The field service engineer (fse) discovered worn tubing at vl27. The fse replaced the tubing resolving the leak. (B)(4).

Event description:
The customer reported a leak of an unknown amount from an unknown source while running controls on the coulter hmx hematology analyzer w/ autoloader instrument. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated for this event.